Manufacturer narrative:
The reported events of stylet did not go into the lead and a helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found the inner coil over-torqued with all the filars broken/separated at the connector region, which is consistent with procedural damage. Unable to perform the stylet insertion test due to the condition of the inner coil as received. The cause of the stylet did not go into the lead was due to inner coil damage, which is consistent with procedural damage. The lead was returned with the helix retracted and clogged with blood/tissue. After cutting the lead and cleaning the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of the helix mechanism issue was isolated to blood/tissue in the helix region and over-torque of the inner coil with all inner coil filars broken/separated.

Event description:
During an implant procedure, the stylet was unable to be advanced into the right atrial (ra) lead. Additionally, the helix of the ra lead was unable to extend. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.